Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. The extension tubing was also returned. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that on (B)(6) 2017 at 6p.m., intra-aortic balloon (iab) therapy was started on an ischemic heart disease patient. 30 mins later, it was noted that tip of balloon was not being inflated. Replaced iab to continue therapy. No patient injury was reported. The indication for use was ischemic heart disease.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 at 6 p.m., intra-aortic balloon (iab) therapy was started on an ischemic heart disease patient. Thirty (30) mins later, it was noted that tip of balloon was not being inflated. Replaced iab to continue therapy. No patient injury was reported.